Event description:
The customer reported a corail stem fracture (etched on the neck). Update: customer confirms that the stem fractured at the neck.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: the customer reported a fracture of a corail stem etched on the neck. A recall was performed in 2004 concerning corail amt stems. The references concerned by this recall were the following: 3l92498 to 3l93716 and l20006 to l20316. The batches concerned by this recall were : all batches less than 1391546. This recall was performed because the concerning parts were laser etched on the neck and subsequently there were a risk of fracture of the stem. The reference / batch involved in the current complaint were not provided. However the customer confirmed that the stem was etched on the neck and that it had fractured at the neck. It is not unreasonable to assume that the product affected was part of the batches concerned by the recall. As a consequence, the root cause of the neck fracture is the etching located on the neck. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.